Manufacturer narrative:
Technician found that the brake casters were worn out and the steering caster as well. Also the casters supports were broken. The technician replaced the brake casters, steer caster and the brake caster supports to resolve the issue.

Event description:
Technician alleged that the brakes were not holding. No one was hurt or injured.